Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they had 'both leads replaced because they were defective' and that the patient passed out and the leads again failed in the hospital. It was also reported that the right ventricular (rv) lead had high threshold, and was capped and replaced. No patient complications have been reported as a result of this event.